Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported by the patient that the infusion set tubing had detached at the site location as it was pulled out while he was sleeping. The site location was at right side of his abdomen, and the pump was on the right side as well. The infusion set had been used for one day, and they were stored in the cabinets. Also, there was no stress, or pull on the tubing, and the pump was not dropped with the set connected to the patient's body. Currently, his blood glucose level was 97 mg/dl. No further information available.